Manufacturer narrative:
Unit had constant failed battery test alarm after battery was installed due to faulty battery tube. Unable to test for motor error alarm, no delivery alarm, low reservoir alarm, the operating current and unexpected low battery alarm, perform the displacement test or verify motor position alarm in the alarm history screen due to failed battery test alarm. The motor was tested outside of the device and passed. Unit had cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed motor error yesterday and today during a bolus attempt. Customer also indicated that he received a no delivery while changing his infusion set. Customer's blood glucose was 150 mg/dl unknown at the time of incident. Troubleshooting was done for alarms and was found that customer could complete the pump rewind but customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction. The customer was advised that the device would be replaced and to return the product for analysis.